Event description:
The leading haptics kinked during the insertion of the lens in the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2007-01524 for the delivery device used with intraocular lens.